Event description:
Injury (needle): a solicitor from united kingdom reported that a man underwent surgical removal of a novofine 30 disposable needle which had broken off in the abdomen. No other info regarding the pt or the event is available.